Manufacturer narrative:
Expiration date: na.

Event description:
A report was received that the pt was burned by the charger. The physician diagnosed the burn as 3rd degree and provided no medical treatment. The pt's skin was raw and had blistered. The burn was the size of the ipg. The pt applied otc burn ointment to the burn and it has since healed.